Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The customer reported strange filament inside the packaging. The packaging was closed and not damaged. Package is expected to be returned to MFR for evaluation.